Manufacturer narrative:
The complainant reported that a screwdriver broke while removing a crosslink from a previous surgery. There were no known patient complications. The distal tip of the driver was sheared off and the remaining portion of the star tip was twisted. Excess rotational force may cause the start tip to rotate. The instrument was reported to be used to remove a crosslink from a previous surgery. The complaint instrument is not intended to remove crosslinks, and this may have contributed to the malfunction. The DHR for the complaint instrument was reviewed and no manufacturing anomalies were identified. The device met all of the required specifications prior to being released to distribution.

Event description:
The complainant reported that a screwdriver broke while removing a crosslink from a previous surgery. There were no known patient complications.